Manufacturer narrative:
Additional information has been requested but not yet received.  A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the patient underwent a nissen fundoplication procedure at the first hospital in which the suture was used. Later, the patient presented with chest pains at a different hospital. A sternotomy was performed to treat a haemopericardium. The surgeon reported that the suture from the original procedure was visible in the pericardium. The patient died. This event occurred approximately 70 days ago, further information is currently unavailable due to the local health district declining to release information that may allow the patient to be identified.